Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead model #: sc-4316 lot #: 19386353 description: next generation anchor kit sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom of pus was noted at the pocket site. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.